Manufacturer narrative:
B3: approximate event date is based on accepted date. H6 investigation conclusion code 22: the diamondback 360® coronary orbital atherectomy system instructions for use manual states that slow flow or no reflow phenomenon, vessel perforation, and vascular dissection is a potential adverse event that may occur and/or require intervention with use of the system. The device history record for the reported oad could not be reviewed as the lot number was not provided. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(4).

Event description:
A diamondback 360 coronary orbital atherectomy device (oad) was used to treat a left main coronary artery (lmca), an ostial left anterior descending artery (lad), and a mid lad. Four total retrograde treatments, of low speed and high speed, were used on the lmca and ostial lad artery. The mid lad was treated with five antegrade and retrograde low speed treatments. When attempting to cross the distal lad lesion with a balloon, it was unsuccessful thus orbital atherectomy was attempted, despite the small caliber of the vessel. The oad was forced through the vessel which led to the oad crown to jump. This led to a type 3 perforation and a downstream dissection with slow flow. Balloon angioplasty and a stent were used to stop the bleeding. A drug eluting stent was placed to cover the dissection, and two additional drug eluting stents were placed in the proximal and mid lad and the lmca and proximal lad. Flow was restored and the patient was hemodynamically stable with a sub-centimetric pericardial effusion. In the physician's opinion, this was too aggressive of a passage for orbital atherectomy and led to the adverse event.